Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced sensor glucose versus blood glucose differences with threshold suspend. Her sensor glucose was 40 mg/dl and blood glucose was 124 mg/dl. She was advised that her blood glucose and sensor glucose were not within acceptable range. The customer mentioned that she also received other alerts on her sensor but declined troubleshooting for them. The sensor will not be returning for analysis.